Event description:
It was reported that the patient had a motor stall occur due to a 2.5 hour MRI. There was a critical alarm that sounded twice before the stall recovery occurred, which took place about 3.5 hours after the MRI. There was no change to the patient¿s symptoms following the MRI. The device system was infusing baclofen and morphine.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), product type catheter product ID 8590-1, lot# n250435, implanted: 2010-(B)(6), product type accessory. (B)(4).